Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure (radial), the vasoview hemopro 2 was not cauterizing tissue. The power supply was beeping, but there was no burn action. The cord was replaced and it did not cauterize well, they tried a third cord and it worked fine. There were no pt effects. The products will be returned.